Event description:
During initial assessment of a homechoice device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on date (B)(6) 2010 during drain cycle 1. The ultrafiltration (uf)?s volume 739ml. The programmed fill volume was 500ml. This event meets overfill criteria.

Event description:
The facility representative reported a colleague infusion pump with a "channel c does not engage" malfunction. The event was reported to have occurred during biomed testing in the sterile processing department. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version (B)(4) which is categorized as unremediated. Additional information was received from the customer on (B)(6), 2010 clarifying the reported condition: the biomed at the facility stated the channel select button was not working properly.

Manufacturer narrative:
The reported condition of channel c select button was not working properly was confirmed and duplicated due to a damaged select key on channel c keypad. The channel c keypad was replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
Additional information: the root cause investigation is in progress through (B)(4). (B)(4).